Event description:
Pacemaker assessment revealed evidence of prolonged pauses and oversensing. Lead (#4012) is known to be under recall. Decision made to replace lead on 12/15/94. Old lead was capped and left implanted. New lead #4024, implanted.